Manufacturer narrative:
The biomedical engineer (biomed) reported that when pressing the new patient button on the g7 monitor to start the nibp interval function, it would not always start the measurement. The cuff was inflating, but the bsms would time out with no errors. They have adapted our hoses to work with a 3rd party (welch-allyn) cuff and were unable to duplicate the issue when testing on a simulator. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (biomed) reported that when pressing the new patient button on the g7 monitor to start the nibp interval function, it would not always start the measurement. The cuff was inflating, but the bsms would time out with no errors. No patient harm was reported.